Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The keypad malfunctions were confirmed and reproduced. The following keys are inoperable: #5, #6, #7, #8, and #9, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 16 will be displayed, alphabetically: when the "abc" key is pressed. Ap will be displayed interfering with mdl drug searching opportunities). As a result, the keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a pump had an inoperable keypad. There was no pt injury.